Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, damaged cable) has been confirmed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire at the rear 1 wire therapy electrode. The root cause for the open wire was excessive force. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages and reported a damaged electrode belt.